Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during surgery during visco mode vacuum failed to go above. Additional information confirmed that during cataract surgery patient experienced increased intraocular pressure due to excessive ophthalmic viscoelastic. The surgery was completed normally after giving antibiotic treatment. The outcome of the patient was unknown.

Manufacturer narrative:
The reported product¿s lot number was not reported, preventing lot/batch/serial number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows a console screen. The reported issue related to a vacuum failure could not be confirmed from the photo review. A sample was not received at the manufacturing site for evaluation of the reported issue; therefore, the root cause for the customer complaint issue cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin were inconclusive, further investigative or manufacturing actions are not warranted at this time. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.